Manufacturer narrative:
Based on the results of the investigation, the loose socket resulted in visibility issues; however, the root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the socket was loose, and a non-designated lamp was being used. There was no patient involvement